Event description:
Determined to be reportable based on analysis completed (B)(6) 2010. It was reported that during a pta treatment procedure, crossing difficulties were encountered. The lesion being treated was located in the non calcified, 100% stenotic and severely tortuous right antebrachium arteriovenous fistula. The physician made two unsuccessful attempts to cross the lesion with the sv/3.0-4/4t/90 symmetry small vessel balloon dilatation catheter. The procedure was successfully completed with a sterling es 2.0x40mm balloon catheter. Patient status was listed as 'good'. Returned product analysis revealed puncture type damage to the wall of the catheter shaft.

Manufacturer narrative:
(B)(4): returned product analysis revealed a puncture type damage to the wall of the catheter shaft. Visual and tactile examination of the returned device found that the shaft was kinked and damaged at three locations along its length. A puncture type damage to the wall of the shaft was located 123mm proximal to the tip of the device. Some dents were also noted on the shaft between these locations. The tip of the device was kinked and appears to have split. The balloon was folded and wrapped around the shaft of the device. Some creases were noted along the proximal end of the balloon. The device was passed over a 0.018 guide wire where some restrictions was noted at the damaged areas along the length of the shaft. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context. Due to anatomical/procedural factors encountered during the procedure the performance of the device was limited. (B)(4)